Event description:
Information was received from a healthcare provider regarding a patient who was receiving ketamine (n/a mg/ml at n/a mg/day), unknown morphine drug (n/a mg/ml at n/a mg/day), bupivacaine (n/a mg/ml at n/a mg/day), unknown baclofen (n/a mcg/ml at n/a mcg/day), and clonidine (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the hospital with overdose-type symptoms. He stated that the pump was replaced yesterday, and new pump was set to the same settings as the old pump, however, he said he has talked with the patient's pump managing physician and he felt that the old pump was likely pumping slower, so the patient was not getting the same amount of drug. It was noted that a company representative (rep) was requested to stop the pump until the patient's symptoms subside and then to update it to 25% less than it's currently programmed. However, the healthcare provider (hcp) was not sure if a rep had already been requested. They were transferred to a national answering service (nas) to have local rep paged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.